Manufacturer narrative:
This supplemental report is being filed to correct the additional MFR narrative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the additional MFR narrative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.